Event description:
A battery/no power issue was reported with the adc device. As a result of device not powering on with button press or test strip insertion, the customer experienced fatigue, weakness, and symptoms of "ketoacidosis". Customer was unable to self-treat and further reported being taken by an ems to the hospital and was given unspecified treatment by an hcp for the diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased. Remnants of elastic glue was observed and loose usb port was also observed. The reader was placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. As a result of device not powering on with button press or test strip insertion, the customer experienced fatigue, weakness, and symptoms of "ketoacidosis". Customer was unable to self-treat and further reported being taken by an ems to the hospital and was given unspecified treatment by an hcp for the diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.